Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip and cracked case corner of belt rails. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the reservoir compartment was damaged. Troubleshooting was not provided. The insulin pump will be returned for analysis.